Event description:
It was reported that surgeon revised pt's left hip due to pain. Surgeon stated that he noticed some fluid collection in the pt's hip while doing the revision. Replaced with a restoration modular hip. Surgeon will be revising the pt's right hip in a few weeks as this pt had a bilateral rejuvenate hip done 2011.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.